Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had a worn motor, cracked/damaged housing, device interaction two or more pieces, could not disengage the attachment - release mechanism, air leak, mode switch resistance was too low, component damage, the motor had too little power, the housing was heavily damaged and the transmission could not be removed. It was further determined that the device failed pretest for check power with the test bench at 6 bar, check function of the soft mode switch (safety system), air leak, attachment coupling with the attachments, attachment coupling and general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.